Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information positioning failure resulting in tissue damage was a result of the challenging pathology/morphology. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the chordal rupture requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted however was unsuccessful. The cds was removed when it was noted the chords were ruptured. Two ntr mitraclips were implanted to treat the chordal rupture however residual mr was still severe. A third ntr cds was advanced however again, grasping was unsuccessful therefore the cds was removed. The procedure was completed with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.